Event description:
Caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller with resetting the pump, which resolved the issue as there were no further error codes. The caller successfully started their sensor session afterward.